Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an initial hallux valgus surgery with an arthrex dynanite staple the patient still has pain in the implant area. No noticeable swelling or redness has occurred. No further information received.